Event description:
It was reported that the patient underwent a revision surgery approximately one year post-op, due to pseudoarthrosis. During the removal, the surgeon observed that a pedicled screw was loose at the screw/rod connection. The construct was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The devices have returned to medtronic. Evaluation is currently in progress. The part and lot of the suspected device is unknown; however, the following were returned: lot w05l1104, lot w05k7060, and lot w05k7061. The device history records were reviewed and found no documentation to indicate a non-conformance to specification.